Event description:
As reported: dr. Was performing a coiling of an mca bifurcation aneurysm. The 2.5/4cm hydrosoft was inserted but would not detach after placement. Dr. Tried to recapture the hydrosoft coil back into the microcatheter. During the attempted recapturing of the coil, it detached but left a portion of the proximal end of the coil in the parent vessel. Dr. Had to place a stent to secure the proximal end of the coil against the vessel wall. Case was completed with the aneurysm being coiled and a stent was placed to secure coil against vessel wall. Patient woke up neurologically intact and was fine post op 24 hours.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.